Event description:
It was reported that the device does not power on but a device connected on the outside will draw power through it. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device does not power on but a device connected on the outside will draw power through it. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿no channel ID¿ was confirmed. On 31-dec-2024, lvp device was received unboxed and with paperwork. External investigation confirmed the reported problem upon power up. Internal investigation revealed a faulty logic board. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace faulty logic board. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.